Event description:
The reporter stated that the down arrow keypad button was intermittently responsive for two to three days and would occasionally keep scrolling. The pump was reportedly worn on a belt and was not cleaned.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow keypad button would stick and scroll down; all other keypad buttons responded appropriately. During investigation, evidence of adhesive contamination was found under the down and contrast key contacts, and the down contact was found to be inverted.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.